Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was cracked and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2016 with the following findings: during investigation, a visual inspection of the pump revealed a crack in the battery compartment from the threads to case seal. There was moisture observed inside the battery compartment. During testing the pump was unresponsive and did not power on due to moisture damage on battery terminal. A leak test was performed and a battery compartment leak was found. The pump was opened and no further moisture damage was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.